Manufacturer narrative:
The procedure was completed without further incident. A steris field service technician arrived onsite, inspected the surgical lighting system, and identified signs of rust on the central column of the surgical light as well as damage to the light's dome covering. The user facility uses oxycide daily disinfectant cleaner to clean their surgical lighting system. The oxycide cleaner has not been tested with steris's surgical lighting systems and therefore cannot be confirmed as a compatible cleaning agent. Section 1 of the operator manual for the harmony dual 500 surgical light states, "caution: possible equipment damage: use of any disinfectant solution other than those listed below may cause discoloration or deformation on the lens surface: germicidal surface wipes disinfecting/deordorizing/cleaning wipes. Cleaning solutions other than those listed have not been tested for compatibility or effectiveness. Always follow manufacturer instructions for concentrations and use of cleaning products. Use only recommended cleaning/disinfecting and/or anti-static agents on this light. Some degree of staining, pitting, and/or discoloration could occur if a phenolic-, iodophor-, or glutaraldehyde based disinfectant is used on the surfaces of this light. Also, use of alcohol or aerosol spray cleaner/disinfectants containing a substantial amount of alcohol in the formula can damage the polycarbonate lens." Additionally within the operator manual, section 4: cleaning the equipment states, "do not spray anything directly onto the lighthead, modem chassis, or any system components. Dampen a soft cloth with the cleaning solution and wring out the excess moisture. Thoroughly wipe the areas to be cleaned." The surgical lights are maintained by the user facility biomedical staff. Steris has offered the user facility in-service training regarding proper cleaning agents and methods for their surgical light.

Event description:
The user facility reported paint chipping and signs of rust from their harmony dual 500 surgical light. During a patient procedure, a paint chip fell from the surgical light and entered the sterile field. No report of injury or procedural delay or cancellation.